Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be lifted near the 'ok' button. The 'up' 'down' and 'ok' buttons were found to be intermittently responding. The keypad was removed and contamination was observed under the keypad button contacts. Unrelated to the event the display was found to be faded.

Event description:
The patient contacted animas on (B)(6) 2012, reported that the ok button was responding poorly and required multiple button presses for 4 weeks. The patient reported that since the ok button became unresponsive, the keypad began to lift and shift; the patient confirmed that the issue with response occurred prior to the keypad lifting. The patient reportedly wore the pump with a pump skin in a pocket and did not clean the pump. This report is made based on the allegation that the ok button was unresponsive.